Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer also reported damage to the insulin pump. Customer's blood glucose reading was 335 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during our test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.